Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had red heart alarms. The log file showed red heart alarms, low flow, and low speed hazards. The log file also showed a loss of power, causing the pump to stop and reset the internal clock. Once power was restored, there were no other adverse events recorded during the day length of the event log. A percutaneous lead repair was completed on (B)(4) 2014.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.